Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. However, a photograph of the sample was provided for evaluation. The reported condition could not be verified via photo, as functional flow tests would have needed to be performed to verify the accuracy of the flow rate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This occurred during use. According to the report, the contents of the folfusor did not empty out and still appeared full after seven days. There was no patient injury or medical intervention associated with this event. No additional information is available.